Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/1/2019. Corrected information: b1, b2, h1 ¿ it was reported that this medwatch report 2210968-2019-83411 is a duplicate of 2210968-2019-83298. All information regarding this event has been captured in 2210968-2019-83298.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2019 and suture was used. During the procedure, the suture broke. A like device was used to complete surgery. There were no adverse patient consequences reported.